Manufacturer narrative:
This was a pediatric case and a powerflex pro (10mm x 4cm x 80cm) was used; however, it ruptured. There were no reported patient injuries. The target lesion was the artificial blood vessel. The lesion was severely calcified with eighty percent stenosis. There was no vessel tortuosity. The device was not used for a chronic total occlusion (cto). The device was brought in the morning of the of the procedure. The device was stored in the cath lab for about one hour. The device was stored, handled and prepped normally per the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter was removed easily. The procedure was completed by implanting a palmaz xl. The product was not returned for analysis. A product history record (phr) review of lot 17733282 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification and eighty percent stenosis may have contributed to the reported event. As it is known that calcification may damage balloon material. However, without the return of the product or films of the procedure it is not possible to draw a clinical conclusion between the device and the event. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, this was a pediatric case and a powerflex pro 10mm4cm 80 was used, however; it ruptured. There were no reported patient injuries. The device was brought in the morning of the of the procedure. The device was stored in the cath lab for about one hour. The device was stored, handled and prepped per the instructions for use (IFU). The deice was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter was removed easily. The target lesion was the artificial blood vessel. The lesion was severely calcified. There was no vessel tortuosity. There was eighty percent stenosis. The device was not used for a chronic total occlusion (cto). The procedure was completed by implanting a palamaz xl.